Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17142. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22-dec-2025 against "lot number 6012730 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - trace moisture / minor wetness, leak between tubing and pump connector/hub - detachment /significant wetness. The review confirmed that lot 6012730 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 22-dec-2025 against "lot number" criteria equal 6012730 and similar malfunction codes leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leakage at tubing-to-set connection - trace moisture / minor wetness, leak between tubing and site connector -detachment / significant wetness. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012730 was manufactured according to the work instruction (wi) version 98 and manufactured in the multivac m12 on 13/apr/2025 with a total of (B)(4) units. The sub-assembly, of the lot # 5c06087 was manufactured according to the wi version 29 and manufactured in the quickset line, on 13/apr/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5c06058 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 10/apr/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5d02823 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 13/apr/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 6012730 and related malfunction codes for leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one hour. The patient stated that the tubing did not come apart. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: poland